Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received from the surgeon¿s office. It was reported that the exact date that the infection presented itself is unknown. The patient presented to the emergency department on (B)(6) 2014 with infection after implant surgery on (B)(6) 2014. The patient had a rare staphylococcus schleiferi strain infection over the generator site. The patient had explant for removal of the generator with lead wire cut and partially removed. The electrodes were left in place around the vagus nerve.

Event description:
It was reported that the patient's device was explanted due to an infection. It is unknown if only the generator was explanted or if both generator and lead were explanted. Attempts to obtain additional relevant information have been unsuccessful to date.